Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was loose. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to loose/protruded drive support disk and missing drive support sticker. Unit was received with missing end cap sticker, missing address/serial number label, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.